Event description:
Customer reported she was hospitalized with low blood glucose levels. Prior to hospitalization customer had a seizure. Advised customer to keep track of her bolusing. Troubleshooting performed and pump appeared to be functioning normally.